Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible intermittent ventricular undersensing was noted on the his bundle (right ventricular) (rv) lead on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.